Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es consistent cubie failures in drawer 4. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 20-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the cubie had failed. The field service engineer (fse) reported that half height was failing. The drawer board was replaced. All connections were reseated. All pockets were released, and debris was cleaned from the trays. Hardware test application tested ok. The station was rebooted. The customer inventoried the drawer. All was ok. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es consistent cubie failures in drawer 4. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.